Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted on (B)(6) 2021. At the patient's 45 day follow up appointment, a 1.3 x 1.1 cm thrombus was found on the face of the watchman closure device via transesophageal echocardiography (tee). The patient noted that they missed a couple of days of taking their eliquis 5mg medication. Since the patient was noncompliant with the medication regiment, the patient was scheduled to continue on eliquis 5mg twice a day with an emphasis on not missing a dose. The patient was stable with no symptoms following this event and is scheduled for follow up tee 3 months later.